Event description:
It was reported that pump experienced malfunction alarm with malfunction code 0, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction alarm returned.